Event description:
The complainant reported that during the therapeutic implant of a vaxcel chest port in a patient (age and gender unknown), the catheter would not lock onto the port hub. The clinicians then obtained another device and successfully implanted that device in the patient. The complainant reported that there were no adverse affects on the patient as a result of the reported problem, and that the patient is healthy and well.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to definitively determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.